Event description:
It was reported that the spinal cord stimulation (scs) patient experienced migration of the implantable pulse generator (ipg) wherein the ipg eroded through the patient's skin. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively. The explanted ipg was retained by the facility and was not returned to bsc.